Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ((B)(6)) trial procedure the lead exhibited high impedances. Troubleshooting did not provide a resolution and the trial was abandoned.